Manufacturer narrative:
The cobas 8000 c702 module serial number was (B)(6). The qc was acceptable. Upon removing the reagent and inspecting its condition, the customer found that it had turned dark red in color. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 5 patients' samples tested with uric acid ver.2 assay on a cobas 8000 c702 module. Sample 1: initial result: 702.2 mmol/l. Repeat result: 244.4 mmol/l. Sample 2: initial result: 683.9 mmol/l. Repeat result: 242.9 mmol/l. Sample 3: initial result: 692.6 mmol/l. Repeat result: 298.8 mmol/l. Sample 4: initial result: 681.7 mmol/l. Repeat result: 229.4 mmol/l. Sample 5: initial result: 675.9 mmol/l. Repeat result: 439.4 mmol/l. The customer questioned the initial results as they did not match the patients' clinical diagnosis, and repeated the samples after replacing the reagent. No questionable results were reported outside the laboratory. The results with the lower values were deemed to be correct.